Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient ws unable to set their system to MRI mode. Diagnostics revealed impedance issues on several contacts. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
A patient unable to set ipg to MRI mode was reported to abbott. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.